Event description:
It was reported by the customer that pyxis medstation es system orders were taking longer time to cross over. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that orders were not populating on the system. A technical support specialist restarted the services and performed data sync. The system functioned as intended after the technical support specialist troubleshooted the device.